Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The 3.00x24mm liberte bare monorail coronary stent delivery system (sds) was advanced to the target lesion, but was unable to cross and unable to be deployed due to calcification. The physician disengaged the guide catheter from the ostium of the rca and he then pulled the sds in and out of the guide catheter in an effort to insert the liberte device. The stent then dislodged from the sds and migrated to the abdominal aorta. The stent was retrieved with a snare but the procedure was not completed due to the stent being unable to be deployed. No pt complications were reported with the pt's current condition listed as "fine".